Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy to the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is unable to charge his ipg. The patient stated he has not charged or used his scs system in over two months. The patient also reported his ipg does not communicate with external devices. The patient is pending a consultation with his physician. Surgical intervention may be undertaken to address the issue.